Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer went to the emergency room and was subsequently hospitalized. ; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.